Event description:
Patient tried to get out of bed, was restrained by posey and became entangled in posey and bed siderail. Bed siderail and posey both restricted patient's ability to breath; thus, patient arrested, and subsequently expired two weeks later. As a result of our evaluation, consideration will be given to additional monitoring of restrained patients.relevant device: hill-rom co., inc. - centra retractable bedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: other. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. Invalid data - on device destroyed/disposed of status.